Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer air dermatome serial number (B)(4). Was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(4).prior to (B)(6) 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a dermatome did not cut well. The customer returned a zimmer air dermatome serial number (B)(4).for evaluation. Evaluation of the device on (B)(6) 2019 noted that the device was out of calibration at the zero setting and that the control bar did not sit in the correct position. The dermatome ran within motor speed specifications, but had a defective needle bearing and needed to have multiple other bearings replaced. Repair of the dermatome occurred on (B)(6) 2019 and involved replacing the needle bearing, reciprocating arm, multiple other bearings, the fine adjustment cam to resolve the control bar issue and multiple screws as well as recalibrating the device. The technician then tested and verified that the device was functioning as intended. The device was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the dermatome had fine adjustment cams were defective, which would cause the control bar to move freely and therefore allow the blade to not sit properly on the device and cause an improper cut, it cannot be determined from the information provided as to what caused the fine adjustment cams to break down such that it caused the control bar to fall out of position. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Report source: foreign - (B)(6).

Event description:
The dermatome does not cut well. The event did not occur during a procedure. No patient was involved. The event occurred during inspection.